Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath that was separated into three pieces. The sheath was split down the body mostly along the score lines and one of the tabs was separated from its sheath body half. The non-score line break was observed near the base of the separated tab. Microscopic examination of the tab revealed a white raised uneven area and an outline indicating that it was previously attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a catheter was being placed into the patient's left basilic in the intensive care unit. When the clinician was peeling the sheath, one of the wings broke off. The clinician used a needle driver to pull out the sheath body. A new sheath was used and the catheter was placed successfully. There was no delay in treatment and no patient death or additional complications reported.